Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, post polypectomy, there was still bleeding after application of cautery with a bipolar probe. They chose to use a clip to control the bleeding. When the clip was deployed, it did not hold onto the tissue and fell off inside the pt. The clip was left to pass naturally. They used another of the same device and completed the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be okay.

Manufacturer narrative:
(B)(4): failure to grasp tissue. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).